Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735521, h3,h6: no parts have been received by the manufacturer for evaluation. Codes b17, c20, and d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that during an em case, the straight suction instrument was intermittently tracking during navigation. Technical services (ts) confirmed that the site was using a side emitter and confirmed the straight suction was added correctly on the instruments page and was verified. The surgeon stated that he had a good registration trace but during navigation, he was losing the instrument. Confirmed instrument had a green light emitting diode (led) in the instrument break out box (bob). Site stated there was no metal interference and no error message (i.e. Localizer disconnected) while navigating. Ts facetimed the site to see their surgical set up and where the instrument was being lost. Ts noted that the instrument tracker seemed out of range (vertically) from the emitter but confirmed that on the navigation screen, the instrument was being recognized in the software and intermittently not tracking when in the sinus cavity. Ts had the surgeon move the side emitter to be close to the nasal cavity and pointed downward toward the face. Surgeon moved the instrument inside the nasal cavity with the instrument tracker within the field. Issue resolved, instrument was tracking successfully. There was no delay in the procedure and no impact on patient outcome.